Event description:
It was reported that the customer's insulin pump stops during the rewind process after the piston did move a little bit forward. It was stated that the insulin pump counted from five to zero and then the buttons were unresponsive. The battery was removed for two hours and the anomaly persisted. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.